Manufacturer narrative:
The preloaded insertion system was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the intraocular lens (iol) was stuck at the cartridge tube and tip. The leading haptic was observed not folded. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when advancing the lens in the cartridge of the preloaded insertion system, model pcb00, the leading haptic was not folded in and came out of the end of the inserter. The surgeon tried to use it, but found that it would not be safe to do so. A back-up lens (no info provided) was used instead. There was no incision enlargement or post-op injuries. No further information was provided.